Event description:
It was reported that following the implantation of an advance sling, the patient experienced erosion and the sling was removed on an unknown date. Another continence device was implanted on (B)(6) 2016. No further patient complications were reported in relation with this event.